Manufacturer narrative:
The li-ion battery was returned to zoll (B)(4) for evaluation. Visual inspection was performed and no damage was noted to the battery connector. The autopulse shut down when this battery was being wiggled. The autopulse did not power off with other 6 test batteries when wiggling. In summary customer's reported complaint about autopulse shuts off with li-ion battery was confirmed. The root cause for the reported complaint is related to battery being wiggled.

Event description:
It was reported that during device check the autopulse platform would shut off when the battery(s/n (B)(4)) was wiggled (or loose) in the battery chamber. Based on the investigation performed, the battery was confirmed to be the root cause of the issue. No patient involved with this event.